Manufacturer narrative:
Upon receipt at our post market quality assurance the device underwent analysis and the clinical observations were confirmed. During analysis, the device was interrogated with a 3200 programmer and the error was repeated. This error results in an inability to interrogate the device. The error was cleared in the analysis lab and the device operated normally. The cause of the error was not able to be established but is included in labeling as a known risk.

Event description:
It was reported that during device implant procedure the patient's device displayed an error message indicating that the initial device check was unsatisfactory. It was also noted that there was difficulty interrogating the device as well. The device was subsequently not implanted. No adverse events were reported.

Event description:
It was reported that during device implant procedure the patient's device displayed an error message indicating that the initial device check was unsatisfactory. It was also noted that there was difficulty interrogating the device as well. The device was subsequently not implanted. No adverse events were reported.